Event description:
It was reported that pump displayed blue screen of death and screen issue prevented customer from interacting with pump or reading display. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, provided instructions for storage mode and return of problematic pump within required timeframe, confirmed shipping details, and advised customer to set up pump settings and connect continuous glucose monitor on replacement device.